Event description:
A customer reported a minimum fill notification when attempting to load a new cartridge onto their insulin pump. There was no adverse impact to the customer's blood glucose level. Despite following instructions to clean and reload the cartridge, the issue persisted, and loading a second cartridge did not resolve it. Technical support advised that the pump needed to be replaced and escalated the case for further assistance. A replacement pump was sent, and the customer was instructed on how to transfer their settings and return the faulty pump to avoid charges. The customer was advised to use a multiple daily injection (mdi) as a backup therapy during this process.